Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. No intervention was done. The patient status was unknown.

Event description:
New information received notes that the post paced t wave oversensing was identified during in-clinic follow up. Programming changes were made. The patient was stable.